Event description:
The hosp reported that there were three bronchoscopes in which the bronchoalveolar lavage (bal) samples are positive for mycobacterium avium/gordonae. Patients were asymptomatic and positive bronchial samples are believed to represent a "pseudo-infections" since, all the bronchoscopes were cultured, and there was no mycobacterium or microorganism recovered.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. Olympus cannot conclusively determine the cause of the user's experience at this time. However, if add'l info becomes available, a supplemental report will be submitted.